Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 350 mg/dl. Reportedly, during troubleshooting, the customer did not see insulin exit the tubing until 15 units were filled in the tubing. The tubing was changed and insulin delivery was resumed.